Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The technical service representative (tsr) explained the message to the caregiver (cg). No reason was found for the message. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011. The nurse (rn) stated that the home patient (hp) completed therapy with manuals. The rn did not know of any defects with the original supplies that would have caused the alarm. The rn stated that the hp was continuing with therapy without any complication. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA (B)(4). The assignable cause for the reported problem was undetermined.